Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose of 44 mg/dl on (B)(6) 2015 and wanted this incident to be documented. She treated with orange juice and was not hospitalized. Customer declined troubleshooting. No further information was given.